Manufacturer narrative:
The event occurred in (B)(6).

Event description:
Reporter stated that neonate patient received the following results on the inform ii system compared to lab results within 5 minutes and 4 minutes respectively: 2.9 mmol/l (inform ii meter) and 3.7 mmol/l (lab) there is a flag on the lab result for high hemolysis. The customer can't say what is the hematocrit value but there is a comment to interpret this results with precaution since there is a flag on it. The 1.9 mmol/l (inform ii meter) and 2.7 mmol/l (lab) there is a flag on the lab result for high hemolysis. The customer can't say what is the hematocrit value but there is a comment to interpret this results with precaution since there is a flag on it. Sets of results were obtained on different days. No actions taken based on device results. No adverse event reported. The manufacturer requested return of suspect product for evaluation, however, customer indicated they would not be returning any product.